Event description:
It was reported that patient had left hip revision surgery due to superior cut out of the lag screw. Surgeon converted to total hip, non stryker.

Manufacturer narrative:
A physical examination was not possible because no item was returned. The review of the manufacturing documents revealed no manufacturing issue. The event description did not identify product damage. Due to missing medical information it could not be determined whether the event actually presented a cut-out or rather a medialization of the lag screw. In case of a cut-out the femur neck slips over the lag screw ¿ in most of the cases due to torsional displacement and poor bone substances (mostly patient related). In case of medialization the lag screw proceeds into and sometime penetrates the femur head ¿ in most of the reported cases an insufficiently placed set screw has been the root cause (mostly user related). In both cases the lag screw may protrude the femur head in superior direction. Both events will not be caused by any deficiency of the device(s). Device not returned.

Event description:
It was reported that patient had left hip revision surgery due to superior cut out of the lag screw. Surgeon converted to total hip, non stryker.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.